Event description:
According to the reporter, the instruments are rusting around the etch. This is 1 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. According to the product development evaluation, the visual review of the part showed no rust present around the etch. The etch was clear and visible. Additionally, the returned device exhibited evidence of use but no visually obvious damage. Rust was not present around the etch as it was reported. The device was used successfully for over eleven years with no known issues and the complaint condition is not present on the returned device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown. This is report 1 of 6 for complaint (B)(4).

Event description:
This is report 1 of 6 for complaint (B)(4).